Manufacturer narrative:
The company service representative examined the system and found that the figure of merit (fom) was measured at 0.869. As a correction, the representative increased the fom to greater than one (1). The company service representative performed recalibration of the energy settings and zxy cut parameters as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a drift in the figure of merit (fom) specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site#: (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site#: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported, during the lifting of a corneal flap it ruptured on the periphery; as a result the main part of the flap had a non circular uneven shape. The remaining part of the flap was partially detached using scissors and then lifted. The excimer treatment was performed. Additional information received; confirming when the corneal flap was lifted by the surgeon, the corneal flap was torn due to an incomplete incision of the lateral incision (side cut). The patient is seeing well post operatively. There are multiple reports for this facility, this represents patient saa right eye and additional reports will be filed.